Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the broncho videoscope exhibited an unknown scope communication. The issue occurred during a diagnostic bronchoscopy procedure. It was noted that procedural delay occurred but there was no harm to the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device was not returned, and no cause could be established. Olympus will continue to monitor field performance for this device.